Event description:
It has been reported to philips that there was no power to the system. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the customer contacted philips and reported that there was no power to the system. However, the customer later resolved the issue, and no device inspection was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome. H3 other text : issue resolved by customer; no response received for further information.